Event description:
It was reported that the patient was not able to adjust stimulation. Inability to adjust stimulation may be due to pocket swelling. Recommended repositioning patient programmer or antenna over ins. Stimulation was intermittent. Since about 45 minutes ago, the patient felt stimulation intermittently, every minute. The stimulation was continuous before, until the patient went to the store. Patient services told the caller that it might be cycling since it was every minute, but that didn't explain the fact that the patient didn't feel cycling initially. Regarding if anesthesia might be a factor, the patient insisted it's not. The patient had the implant for urge incontinence. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).